Manufacturer narrative:
Follow up information received on 11-nov-2015: follow-up attempts were done with no response to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 03-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Essure was inserted after she delivered her 5th child. In 2013, while attempting to have the hsg (hysterosalpingogram) done she was turned away due to positive pregnancy test. In 2013, she experienced severe chronic fatigue and depression symptoms. In 2014, she miscarried and continued suffering chronic fatigue and depression. She was unaware at the time what was happening to her and needed intervention to get help. She was prescribed medications and spent the next 8 weeks getting back to her normal activity routines and was able to function again. Still in 2014, she had her first hsg and determined only one implant was present, she was told the other one probably fell out. She was concerned one of the implants was lost inside her and was told that they could not see it. She wanted to have an x-ray to make sure the other implant was not some other place inside her but learned that the material or nickel used for the manufacturing could not be viewed by x-rays. She stated that felt lucky for not experiencing the physical pain and that two thousand fourteen was the worst year of her life; she had never experienced the depth of emotional pain and suffered due to the symptoms she was experiencing. Consumer reported that on (B)(6) 2015, she electively had her fallopian tubes removed and over the next couple of months her chronic fatigue symptoms went away. Another side effect she experienced was a dermatitis type rash and lesions on her scalp that have also gone away after removal surgery. At time of the report, she was still treating her depression in an effort to avoid potential relapse symptoms. She stated she was still picking up the pieces from the damages that were caused emotionally. She was still unaware if there may be a lost implant somewhere in her body. Ptc investigation result was received on 11-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and while attempting to have the hsg (hysterosalpingogram) performed, she was turned away due to positive pregnancy test. She miscarried. It was reported that only one implant was present, she was told the other one probably fell out (device expulsion). Her fallopian tubes were removed. All events are serious due to medical importance and are listed, except miscarried, in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Spontaneous abortion is the most common complication of early pregnancy. In this case, no information on gestational age is provided. As most spontaneous abortions occur during the first 12 weeks, company considers this event as unrelated to suspect insert. Also, in this case, it was not reported the exact date of hysterosalpingogram test and consequently the confirmation of pregnancy. Considering that consumer got pregnant 3 months after essure insertion, company considers as related to suspect insert. With regards to the other event device expulsion, given its nature, a causal relationship cannot be excluded. This case is regarded as incident due to fallopian tubes removal. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 13-jun-2016 - legal claim provided: the consumer was on her 40's. On (B)(6) 2013, plaintiff underwent the essure procedure. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, miscarriage, chronic fatigue, and dental problems. She never experienced any of these conditions prior to undergoing the essure procedure. She sought treatment for her symptoms, but it was unable to resolve her symptoms. On around (B)(6) 2015, the consumer underwent surgery to remove her fallopian tubes along with the essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and while attempting to have the hsg (hysterosalpingogram) performed, she was turned away due to positive pregnancy test. She miscarried. It was reported that only one implant was present, she was told the other one probably fell out (device expulsion). Her fallopian tubes were removed. According to additional information, this case became legal and consumer also presented increasingly severe pain / chronic pelvic pain. All events are serious due to medical importance and are listed, except miscarried, in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Spontaneous abortion is the most common complication of early pregnancy. In this case, no information on gestational age is provided. As most spontaneous abortions occur during the first 12 weeks, company considers this event as unrelated to suspect insert. Also, in this case, it was not reported the exact date of hysterosalpingogram test and consequently the confirmation of pregnancy. Considering that consumer got pregnant 3 months after essure insertion, company considers as related to suspect insert. With regards to the other event device expulsion, given its nature, a causal relationship cannot be excluded. This case is regarded as incident due to fallopian tubes removal. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.